Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Switched both image acquisition system (ias) and mobile view station (mvs) on and after approximately 3 minutes, the mvs rebooted and came back up and both systems showed successful up status. The uninterruptible power supply (ups) was determined to be the cause of this issue. The ups was replaced and the issue was resolved. The ups was received by the manufacturer for evaluation. Analysis confirmed the reported problem. The ups was charged overnight with the battery cartridge with which it was returned. Performed the 5 minute load test and the battery was depleted immediately upon interruption of power. Then installed the failure analysis (fa) known good battery cartridge and allowed to charge over night. The ups passed the 5 minute load test and functioned as expected with the fa battery cartridge. The battery is depleted and will not hold a charge. An electrical failure mode was confirmed, with the root cause being found the be the ups. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) unexpectedly rebooted. The mvs reportedly booted back up normally and was used successfully to complete the procedure. There was reportedly no delay to the procedure because of this issue and the patient was not impacted.